Event description:
It was reported that during a supply change on an ilet system, the user could not observe drops during tubing fill and noted moisture with smell when removing supplies, suggestive of a cartridge leak, with a reported blood glucose of 302 mg/dl. The user then repeated the change, confirmed drops, and resumed insulin delivery to normal range. Investigation included user communication, collection of lot numbers, and analysis of information provided by the user. Investigation of this case revealed evidence consistent with a leak or seal issue traced to the reservoir component, aligning with a leak/splash event and cartridge leakage. No clinical symptoms associated with hyperglycemia reported. Outcomes included no medical intervention or hospitalization. It was concluded, based on previously established findings for similar reports, that the cause was a component failure of the reservoir seal leading to leakage.